Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was 265 mg/dl at time of event. Additionally, it was reported that data points were missing from the continuous glucose monitor graph and the customer had a low bg level of 40 mg/dl. Cause was unknown. Customer consumed carbohydrates to resolve the issue. Reportedly, the customer resumed insulin delivery via the pump.